Event description:
It was reported that the patient experienced infusion set tubing came apart and infusion set got pulled out by accident leading to hyperglycemia which was treated with bolus from the pump on (B)(6) 2026.

Manufacturer narrative:
MDR . / initial 2 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.